Event description:
It was reported that a Phantom ActivCore hindfoot nail fractured during patient use. The break was identified following implantation.The patient was reported to have underlying medical conditions, including diabetes, neuropathy, and increased body weight, which may have contributed additional stress on the implant. It was further noted that the patient experienced a Charcot-related condition in which the bone did not fuse or was breaking down, potentially contributing to the implant failure. Patient compliance with post-operative instructions is unknown.A revision procedure was performed in which a portion of the fractured nail was removed; however, the majority of the device remains implanted. The explanted portion was disposed of by the facility and was not returned for evaluation. No serious injury was reported as a result of the event.Attempts have been made to obtain additional information; however, no further information has been provided.

Manufacturer narrative:
This MDR is submitted late after remediation efforts and a retrospective review of complaint reportability.(b)(4).A4: Patient weight: >300 pounds.D6a: Implant date on an unknown day between (b)(6) 2023.Visual examination of the returned product was not performed as the device was not returned. Clinical evaluation of the provided images confirmed that the Phantom ActivCore 2.0 nail was fractured, with the distal portion displaced and evidence of surrounding osteolysis. Radiolucency anterior and posterior to the nail at the level of the ankle joint was observed, indicating a potential delay or non-union. A portion of the device was explanted, while the remaining portion remains implanted.Review of the device history record(s) was not performed as the device lot number was not provided.Medical records were not provided; however, it was reported that the patient had pre-existing conditions including diabetes, neuropathy, increased body weight, and a Charcot-related condition with lack of bone fusion or breakdown. Patient compliance with weight-bearing instructions is unknown.The probable root cause is attributed to use outside of contraindicated conditions, as identified in the Surgical Technique Guide, in combination with repetitive stress and micromotion associated with delayed or non-union, which may have contributed to fatigue-related fracture of the device. It is noted that the functional life of the device is limited.The reported event is confirmed based on clinical evaluation of the provided images.If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer Biomet will continue to monitor for trends.